Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that deployment issues, a myocardial infarction and stent thrombosis occurred. The target lesion was located in the left descending artery (lad). In (B)(6) 2014, an ion paclitaxel-eluting platinum chromium coronary stent was selected and implanted in the target lesion. During the procedure, plavix 600 and asa 325 were given. The patient was then discharged on 75 mg plavix and asa. Three days post procedure, the patient experienced a myocardial infarction (mi). Subsequently, subacute thrombosis was discovered. Balloon angiography revealed under expansion of the implanted ion stent. The physician noted that the thrombosis was due to lesion not yielding to the stent implantation and post dilatation. The patient was then sent for balloon angioplasty and then bypass surgery of the lad. No additional patient complications were reported and the patient's current condition is fine.